Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation four samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Three samples expelled the solution with a normal flow. One sample did not expel the solution; this needle is clogged. Furthermore, a device history record review was completed for provided batch number 2025239. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 305916; batch#: 2025239. It was reported that the bd safetyglide needle was clogged / blocked. The following information was provided by the initial reporter: verbatim: mat#305916 lot# 2025239 not able to push any air through the syringe. This occurred several times today. No patient involvement.